Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of failure to follow instructions following a review of the reported event details, available information, and product record review. According to the event information, the motor drive unit (mdu) was on during the insertion of the device into the patient. According to the IFU indications, the mdu shall remain off when inserting the device into the patient. Regarding to the reported device entrapped air, it is assigned an investigation cause code of unintended use error caused or contributed to event. The event likely resulted from factors encountered during the preparation of the device.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. An opticross hd imaging catheter was selected for use in the ultrasound examination. During the procedure, image loss occurred. It was also noted that air had not been removed during flushing in the preparation phase. The procedure was completed with another of the same device. There were no patient complications.